Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, and cracked end cap. The drive support disk was inspected and no anomaly noted.

Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer reported that the insulin pump had crack and the drive support cap is sticking out. The customer was advised that we will send replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.